Event description:
The lifecor pt service rep (psr) or a male pt contacted lifecor customer support to report that his battery charger was not charging either battery pack. Support contacted the pt and the pt reported that no leds were illuminated on the charger. The power brick was receiving power. Pt also stated that the battery pack removed from the charger last night was hot to touch. Support sent the pt a replacement battery pack and battery charger.

Manufacturer narrative:
Device manufacture date. Battery pack. Battery charger - 03/2007. Device eval summary: device evaluations of battery pack and battery charger have been completed. The reported problem was confirmed. Battery pack was tested and found to have defective cells and u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The battery was repaired, retested and restocked. Battery charger was found to have a corroded connector. The root cause of the corroded terminals was probably liquid spillage into the battery well area of the charger. The battery charger was repaired, retested and restocked. No adverse event resulted from the faulty battery pack or battery charger. The pt received a replacement battery pack and a replacement battery charger.